Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, xodus medical, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report. During incoming inspection, the distributor rejected this device, electrosurgical tip cleaner, catalog 138029, lot 18nov21a, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This report is being raised as a voluntary distributor report on the basis of device malfunction with potential for injury upon reoccurrence.